Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(6) the distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(6).

Event description:
It was reported that there was a battery failure during pre-use checkout that could cause loss of mechanical ventilation. There was no patient involvement.